Event description:
Patient is about 4 years from primary surgery and there is aseptic loosening of the amistem h. The surgeon removed the stem and put a cemented stem. Reference MFR report 3005180920-2014-00043.